Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 17186304 / 17186304. Product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 17146041 / 17146041. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 17079623.

Event description:
It was reported that the patient had loss of coverage and experiencing inadequate stimulation. It was also noted that the patient was having extended ipg charging. No device malfunction suspected. The patient underwent replacement procedure and was doing well postoperatively. The explanted devices were not returned per hospital policy.